Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header and lead barrels noted no irregularities. A hole was noted in the seal plug. The set screw moved freely in both directions. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis determined the oversensing was related to the hole in the seal plug.

Event description:
The subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted five months later for an unrelated anomaly reported on report 2124215-2018-14497.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that one day post implant the patient received an inappropriate shock due to oversensing. It was thought there was possibly a loose setscrew creating a loose connection between the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode or the seal plug on the device had been damaged during the implant procedure. The sensing vector was changed to primary and the physician opted to continue to monitor the patient. The s-ICD and electrode remains in service and no adverse patient effects were reported.